Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2316-50 serial #: (B)(4) description: infinion 1x16 perc lead kit-50 cm.

Event description:
A report was received that the patient was having inconsistent stimulation and inconsistent impedances. The patient underwent a revision procedure wherein the leads were replaced. The patient was reportedly doing well post operatively.

Manufacturer narrative:
Additional information was received that the physician did not suspect device malfunction. The explanted devices was not returned to bsn as it was discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having inconsistent stimulation and inconsistent impedances. The patient underwent a revision procedure wherein the leads were replaced. The patient was reportedly doing well post operatively.